Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 indicated that the presenting electrogram of ventricular tachycardia episode on (B)(6) 2018 showed possible intermittent non-capture with the lv pace. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).